Event description:
Legal counsel for patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reports that the patient underwent a revision procedure on an unknown date due to an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown.